Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user was unable to retrieve fentanyl medication from the device during surgery. A technical support specialist (tss) dialed into the device and applied the fix per knowledge article "manual recovery required - data sync invalid upload change tracking value", saved the results, and changed tracking chunks to the application server. The tss verified that the station upload status was current and emailed the customer with updates, resolving the issue. Tss also identified that the storage usage was high, stopped the care fusion coordination engine services, restarted the structured query language services and confirmed that the messages were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unable to get medication from the pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.